Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit logged an 1122 (blower temperature high) error code. It is unknown if the device was in use at the time of the reported event; however, there was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
The customer replaced the blower and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit logged an 1122 (blower temperature high) error code. It was confirmed that the device was not in clinical use at the time of the event. The event date was not specified; estimate used.